Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic after receiving hv therapy. Discriminators were set to if all and it was recommended to turn av interval delta off. No further information was available.